Event description:
On (B)(6) 2022 a surgical procedure was performed in order to move the implantable pulse generator to a different anatomical location per the patient's request. No reports of device or component failure prior to revision. No reports of complications during the procedure.